Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2002. Sought medical attention for redness and swelling at the piercing site in 01/2003 and an oral antibiotic was prescribed and an incision and drainage was performed. Returned for medical treatment one week later and a new oral antibiotic was prescribed. Consumer received another oral antibiotic in 01/2003.